Event description:
New information received notes that the patient was seen in clinic. Programming changes were recommended and would be discussed with the physician. No programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that there was non-sustained oversensing episodes on the implantable cardioverter defibrillator. The oversensing was determined to be due to regular capacitor maintenance. Programming changes were discussed. No further information was available.